Manufacturer narrative:
Lumenis investigated the reported event by contacting the distributor directly. Attempts have been made by mail to obtain; patient treatment settings, patient information, patient photos. However, lumenis received only photos without incident forms, and the photos were not identified with location, so it was not possible to ascertain much from the photos. The distributor indicated that they had requested but not received from the sites more information such as documentation photos and protocols. Furthermore, despite mentioning "several" cases of burn, since no incident forms were received, only 1 complaint will be opened per site. Furthermore, no service report was sent to lumenis by the distributor, despite requests for such. As a result, lumenis can't conclude on a device malfunction. The system was returned and will be evaluated. While the information received to date does not confirm that a serious injury occurred, due to the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an "abundance of caution". The root cause of the adverse event is not clear. Should significant additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A foreign distributor reported that their customer was claiming several cases of burn during vascular treatment with a lumenis lightsheer device. No report on a serious injury was received. The original mail from the distributor to the EU ndc representative ((B)(6)) mentioned several other issues at other sites as well, however, mr. (B)(6) indicated that the other issues were just technical questions which he answered and that there were only 3 actual complaints on splendor x systems at 3 different sites and this complaint on a lightsheer system at a separate site. Thus 4 pc's were opened, one for each site and case reported.